Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported by the consumer that post implant a realize adjustable band, the first fill after the surgery, the surgeon placed 4ccs and the patient was unable to keep anything down, so you went back and 2ccs were removed. The consumer report, starting about (B)(6) 2009, she was unable to keep food down. The doctor told her that everything looks fine and she kept following her diet, but was constantly vomiting. The patient was admitted to the hospital due to dehydration. She was given IV fluids and stayed in the hospital for four days. The consumer reports the surgeon came and examined her and asked her if she wanted it removed and she said, " yes, how can I live like this!" The surgeon did not give any explanation as to why she could not hold food or water down. The device was explanted.